Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 to provide information that was inadvertently not included in the initial medwatch. Also, e1 has been corrected to "dr."

Manufacturer narrative:
The field service engineer visited the facility and confirmed additional information. When the blackout occurred, the dr twisted the scope a lot and the connector part was pulled and longitudinal noise occurs in the scope, and the scope connector is likely the cause. The device was returned to olympus and the customer¿s allegation was not confirmed. The evaluation found adhered dust on the device. The evaluation did not find any issues with the device, and it passed all testing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. Reports are being submitted for the associated light source and videoscope cable. Please refer to the following reports: patient identifier of (B)(6) is related to model number: clv-290, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: maj-1911, serial number: unknown.

Event description:
The customer reported to olympus that the evis light elite video system center showed no image. The image blacked out during a diagnostic (colonoscopy) procedure using a combination of video system center and light source devices. When switched to another scope, vertical stripe noise occurred. The procedure was completed with the second scope where vertical stripe noise occurred, but the object was visible with a short delay to change scope. After the procedure was completed, when the scope was reconnected, the symptoms disappeared, and both scopes showed normal images and could be used for procedures. No reports of patient harm were associated with this event.

Manufacturer narrative:
This report is being submitted to add additional information from the legal manufacture's final investigation. The following is included in the device instructions for use (IFU) and may help prevent the event: "connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction."

Manufacturer narrative:
Corrected data: h4 (incorrect date was listed on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the blacked-out image could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a connection to the clv-290 without sufficiently dry scope wires, or the doctor twisting the scope and pulling the connector heavily, resulting in temporary poor communication of the electrical junction. Olympus will continue to monitor field performance for this device.